Event description:
It was reported that a patient underwent an unknown procedure in 2025 and barbed suture was used. During the procedure, the surgeon reported that since switching to the stratafix version of pds, the needles deform far more easily and, in some cases, break. By contrast, he has not experienced this issue with conventional needles such as vicryl or standard pds. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: product code: sxpp1b420. There is no specific lot number. The reported issue has existed since he used it (about 2 years). This impacts about (B)(4) of his procedures. How many devices demonstrated the alleged deficiency? Unk, but it concerned a many devices. Did the event occur during one or multiple patient procedures? Yes, on multiple interventions. What is the total number of procedures? About 50 interventions (complaint (B)(4) opened for recurrence of the issue). Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No. Can you identify the product code and lot number of the product involved? Sxpp1b420. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/22/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: could you clarify the total number of independent surgical procedures where this failure occurred? Could you clarify the number of devices used in each procedure? Procedure 1) 2 sutures procedure 2) 3 sutures. => the sales rep cannot provide those information.